Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer that on (B)(6) 2018, after postoperative period of the 903335a horizontal or vertical lumbar valve system implantation, the patient presented pain and pressure when rising from the bed. The radiological evaluation showed good placement of the implant. After 6 days of implantation, the patient underwent replacement of the valve with a different pressure (903345a) and it had passed well. Additional information received on 25may2018 stating that the patient is well with the new product according to the physician.

Manufacturer narrative:
The device was returned for evaluation. The DHR review did not reveal any anomaly that could explain the reported event. With regard to this complaint, the valve passed the patency testing (aspiration with air/water). The valve was also pressure/flow tested and found within specifications, in both horizontal and vertical positions. The complaint is not verified as the device received is within specifications. The root cause of the reported clinical event could not be determined by the device investigation.